Event description:
Boston scientific received information that left ventricular (lv) lead pacing impedance measurements increased from 800 ohms to greater than 2,000 ohms. The patient implanted with this device system was brought into the clinic for further evaluation and noted greater than 2,000 ohms in all lead configurations except lv ring to can. The lead was noted to be capturing appropriately with acceptable threshold and sensing measurements in all configurations. The device was reprogrammed to lv ring to can. The following day, pacing impedance measurements increased to greater than 2,000 ohms. Additionally, loss of capture (loc) was observed. A revision procedure was performed and fluoroscopy indicated that the lead position was appropriate. The lead was explanted and replaced with no further observations. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.